Event description:
It was reported to gore that on (B)(6) 2018, a total arch replacement using the frozen elephant trunk technique was performed for a thoracic aortic aneurysm. On (B)(6) 2023, the patient underwent endovascular treatment using gore tag conformable thoracic stent grafts with active control system. The devices were deployed in continuity with the frozen elephant trunk, with tgmr373720j placed proximally and tgmr373715j placed distally. On an unknown date during follow up, enlargement of the aortic arch aneurysm was observed. Four-dimensional CT demonstrated contrast medium leaking into the aneurysmal sac. A leak from the anastomosis between the surgical graft and the frozen elephant trunk was suspected. A type ii endoleak was also considered, but the root cause was unknown. On (B)(6) 2026, a reintervention was performed. A right axillary¿left axillary artery bypass was created, and an additional stent graft was deployed to cover the anastomotic site. The patient tolerated the procedure well.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.